Manufacturer narrative:
The subject device was not returned for evaluation. According to the report and communication, the facility biomed checked out the laser and returned it for use as it is found working. Additionally, in a follow up communication with the customer representative (rep.) The customer will not be sending the laser as it was reported to be working as it should. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a ureteroscopy procedure, the laser fiber started sparking and then a flame occurred. The fire was at the tip of the fiber where the plastic attachment connects to the laser machine (soltive premium laser system , sn (B)(4)). In addition, according to the report, the laser system aperture port was jammed open (trap door not closing). The device laser fiber and laser system were replaced and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported. This event includes two reports; report patient identifier (B)(6) (single use laser fiber)- lot kr212658. Report patient identifier (B)(6) (soltive laser system ) ¿ sn (B)(4). This report is for report with patient identifier (B)(6) (soltive laser system ) ¿ sn (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this complaint has been determined to be related to the laser fiber that was used in this procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to inform the updates/correction on e1 and g3. Customer establishment name and address is being update as below: please refer to section e1 for updated customer information as well. Account information updated from (B)(6). The aware date from initial MDR report is being corrected and the correct aware date is june 23, 2022. Aware date updated from june 28, 2022 to june 23, 2022.